Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went to emergency room service for skin irritation. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. Customer was treated with antibiotic ointment. Sensor will be returned for analysis.

Manufacturer narrative:
Information in the describe event or problem narrative was corrected. (B)(4).

Event description:
Information received by medtronic indicates that the customer called their health care provider to assist them with treating their rash on their skin caused by the infusion sets. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. Customer was treated with antibiotic ointment. Sensor will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report.

Event description:
It was reported by the customer that they called their health care provider to assist them with treating their rashes on their skin caused by the infusion sets and the customer was not hospitalized.